Event description:
During evaluation of a returned spectrum infusion pump, the device experienced low audio. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device failed idea testing due to low audio. Service evaluation verified the low audio. The cause was identified to be detached speaker on a rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted.